Event description:
I underwent a total hip replacement on (B)(6) 2005. I received the depuy pinnacle acetabular cup, 52-mm. About 5 years after the date of implantation, I began experiencing severe pain that got progressively worse until my revision surgery on (B)(6) 2011. The pain severely limited my mobility. I could not bend, lift, use stairway and had difficulty walking. Diagnosis or reason for use: osteoarthritis.